Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet bionic pancreas system with a dexcom g6 cgm, with bg readings of 310 mg/dl (sensor) and 262 mg/dl (fingerstick). The user changed the infusion set, and glucose levels improved. No hospitalization or long-term effects were reported.